Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/7/2020. A manufacturing record evaluation was performed for the finished device pe6395 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. During the procedure, the suture needle pulled off. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.